Event description:
The patient reported that in 2006, her blood glucose was elevated to 400 mg/dl. The patient administered an injection to counteract her elevated blood glucose. The morning of the following month, the patient experienced elevated blood glucose over 500 mg/dl. The patient administered an injection again to counteract her elevated blood glucose. The patient reported symptoms of feeling very sick, her lips were dry and she had a hard time getting up and moving around. The patient stated that she changed all infusion device accessories. The patient said that her device would beep every 15 minutes, but would not respond to button presses. The patient switched her back up infusion device. The patient did report that she changes her infusion sets every 4-5 days, and was educated on needing to change the infusion sets every 3 days. The patient did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.